Manufacturer narrative:
The problem was resolved by the customer. Upon replacing the vibration repair unit component, the problem was resolved. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that while preparing the olympus, model oer-4 for use, it was noted that detergent dripped from the detergent nozzle even though the pump was not operating. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.